Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni catheter was selected for use. During the procedure, the moment of foot pedal activation, it was observed that the solution impeded the catheter, resulting in a failure of the device to create suction. The procedure was completed with via alternative method. There was no patient complication reported.